Manufacturer narrative:
(B)(6) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xact self expanding stent system (sess) noted blood on the handle and saline on the shaft and in the guide wire exit port, consistent with handling during preparation. The distal sheath was in the distal position and not retracted, indicating that the handle had not been rotated and the stent had not been deployed. During functional testing, the reported difficulty was confirmed. A 3 ml syringe and flushing tip were used in an attempt to flush the sess, but only a small amount of fluid exiting the guide wire exit port. There was fluid exiting between the tip and the distal sheath. After the sess was soaked in the water bath overnight, another attempt was made to flush the device, but only a small amount of fluid exited the guide wire exit port. There was blockage at the guide wire exit port. A new .014 inch guide wire was used in an attempt to backload through the sess, but it could not able advance past the blockage at the guide wire exit port. A stylet was used to push the foreign material out of the guide wire exit port. Afterwards, a 3 ml syringe and flushing tip were used to flush the sess and fluid exiting the guide wire exit port with no blockage noted. A hole was noted in the rx molding 2 mm distal to the distal end of the guide wire exit port. The rx molding was deformed at the hole. A .014 inch guide wire was backloaded through the sess with no resistance noted. The foreign material was sent for chemical analysis. The results indicate that the substance resembles loctite. Because loctite is used during manufacturing, a product deficiency could not be ruled out, although a review of the finished device lot history records did not reveal any nonconforming material records for this lot. Manufacturing has been notified of this incident for further investigation into the presence of loctite in the rapid exchange port of the xact stent system.

Event description:
It was reported that the xact delivery system could not be prepped. It would not flush properly so a guide wire was inserted to see if it could advance through the lumen, but it would not go through the exit notch. There was no patient involvement. A new xact stent was used in the procedure with good patient outcome. No additional information was provided. During return device analysis a hole in the shaft was observed.